Event description:
Pump was reported to have triggered an altitude alarm. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, customer replaced cartridge, and pump resumed normal operation after receiving preventive tips from technical support, which the customer understood and acknowledged.